Event description:
While in the process of removal of coronary stent wire/line, for reasons still unk, wire broke off in artery, leaving approx one of inch at wire in the pt. Add'l surgery was required to remove wire.